Event description:
In 2006, mother of male patient, reported patient experiencing elevated blood glucose level of >400 mg/dl. His normal range is 100-140 mg/dl. Mother stated doctor's recommended range was 100-200 mg/dl. She indicated that patient's basal rate was .05 or .025. Mother reported that diabetic educator informed her that as patient's basal rate was so small, that the infusion device may not be detecting occlusions and insulin not being delivered through the infusion set tubing. Mother stated that patient was seen by physician every three months and was told that patient's issues were common at this age and they did not know the cause of the elevated blood glucose. Physicians also informed mother the elevated blood glucose could be caused by the patient's growth and fat distribution. Mother indicated that patient uses infusion sites in his buttock area and the sites are rotated from left to right. She stated that patient is small and it is difficult to place the site 2" from the previous site. Mother reported checking his blood glucose level every 2 hours. She indicated that she has been using more insulin and changes patient's site every day as a result of the elevated blood glucose in the 400's mg/dl. Company representatives advised mother of other areas of insertion, such as the abdomen and the use of the sandwich technique. Two days later, mother stated that she tried the methods recommended and patient's blood glucose level returned to normal. She did not report any symptoms associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned from evaluation.

Manufacturer narrative:
No product will be returned for evaluation.